Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low suspend alarm and sensor glucose versus blood glucose differences. The customer's sensor glucose reading was 295 mg/dl while blood glucose was 118 mg/dl. The customer stated that her sensor reading has been off. The customer's blood glucose was 297 mg/dl and it read 220 mg/dl. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph.